Manufacturer narrative:
Concomitant medical products: 407452 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing on stored electrograms (egms). Atrial sensitivity programmed at most sensitive setting. The atrial lead remains in use. No patient complications have been reported as a result of this event.